Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is getting low volume returns. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer requested onsite service. The rse dispatched a field service engineer (fse) for the repair. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed that the device is blowing high volume of air even at low settings, needs gds replacement. The fse replaced the gas delivery system (gds), v60 to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.